Event description:
It was reported that (B)(6) old pt was undergoing skin grafting for a burn to her hand. The harvest site was her right thigh. The operating room nurse put a blade in the zimmer air dermatome ii, but the blade was not seated properly, causing a deeper and larger graft site than necessary and requiring a second harvest site. The child may need to undergo grafting to cover the defect. Additional clinical information was received by the customer indicated that the procedure was extended by approx 30 minutes and the dermatome blade was repositioned and the device was used for the second graft harvest. No medical intervention was performed as the surgeon and the pt's mother decided to leave the wound to heal on its own. The pt was last seen on (B)(6) 2013 and the wound was healing, and it was anticipated that the wound would completely close in 2-3 more weeks. After the wound completely closes, the pt would be referred to a plastic surgeon for scar revision recommendations.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow-up medwatch will be submitted once the device has been returned and the investigation is complete.